Event description:
It was reported that, when the cardiosave intra-aortic balloon pump (iabp) was disconnected from wall power for 20 minutes, the fully charged batteries drained in that amount of time. It then was reconnected to power and it appeared that the batteries were then charging. Once again it was tried disconnecting power and this time the pump powered off. Reconnected power and the pump started again. There was no patient harm reported."

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon investigation, the unit powered on as it should and there were no faults in the logs. The unit passed the autofill and all manifold tests. The unit was then plugged in to charge. The unit was then released to the customer and cleared for clinical use.

Event description:
It was reported during use that, when the cardiosave intra-aortic balloon pump (iabp) was disconnected from wall power for 20 minutes, the fully charged batteries drained in that amount of time. It then was reconnected to power and it appeared that the batteries were then charging. Once again it was tried disconnecting power and this time the pump powered off. Reconnected power and the pump started again. There was no patient harm reported. The unit powered on as it should and there were no faults in the logs.